Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model ta4, serial number/date (B)(4) is approximately 6 months old. The owner's manual part number 1110545, rev.f(oct-10), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. In speaking with the reporter, he stated it was unknown how this broke but is being replaced. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A report has been received that stated the wheelchair has a defective quad release axle and it broke. No injury. User has been using this device since (B)(6) 2012.